Manufacturer narrative:
The authorized service personnel (asp) evaluated the device powers on alternating current power. The asp checked the battery for voltage level 8.62v, reviewed the logs, and found the cbitbattery failed error. The asp spoke with philips tech support and was advised that the battery needed to be replaced. The asp instructed the customer to have the device plugged in and let charge for 24 hours. Upon verifying voltage, will determine whether or not to conduct an internal battery test or have the battery replaced. The customer checked the device, and the battery was still under voltage requirements after charging for 24 hours. The asp advised biomed to order replacement batteries as they are consumable items. Per information received from the customer, the issue was discovered during set-up for patient use. There was no patient involvement. Based on this information, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the unit does not power on. It is unknown if the unit was in use on patient; but there was no patient harm reported.